Event description:
These are daily contacts - I have purchased 8 boxes of 90 and experienced a very high defect rate. Over 10% I put one in my eye and I can't see clearly. I throw it out, put a new one in and I see fine. I contacted the company directly over a week ago and have not heard back. I have some left from this batch. I will try to save the next defective product.